Event description:
See initial report.

Manufacturer narrative:
H11: a livanova field service representative was dispatched to the facility to replace the pump head motor. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the s5 double roller pump. The incident occurred in united states, virginia. The unit was inspected by field service engineer. The motor controller board, power amplifier board and the computer board was replaced, and the issue was not solved. As a consequence, a new roller pump device was ordered. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report stating that a motor controller failure occurred on a s5 roller pump. The event occurred during procedure. There was no patient injury.

Manufacturer narrative:
H11: complaints database analysis revealed no similar event since unit installation in 2022 and no adverse and concerning trends about the reported failure mode have been triggered by periodical complaints statistical analysis. Based on the result of technical service activity and the troubleshooting performed, the reported condition was caused by a faulty head motor.

Event description:
See initial report.